Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Conclusion(s): a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event(s) of abdominal pain, nausea, chills, cloudy effluent fluid, diarrhea and peritonitis which warranted hospitalization and antibiotic therapy. The pdrn stated the peritonitis was caused by touch contamination, as the organism identified was a ¿stool organism¿ (enterococcus faecalis and citrobacter freundii). Those individuals undergoing pd therapy for rrt are known to be at high risk for infections of the peritoneum. The cause of the abdominal pain, nausea, chills, cloudy effluent fluid and diarrhea can "be" reasonably be attributed to the underlying peritonitis. Based on the information available the liberty select cycler and liberty cycler set can be disassociated from the event(s), as there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver called fresenius technical support for assistance with the patient¿s cycler (investigated in (B)(4)). Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient presented to the outpatient dialysis clinic with abdominal pain, nausea, chills, cloudy effluent fluid and diarrhea. The patient was subsequently diagnosed with peritonitis, and was treated with vancomycin and fortaz (dosage, route, frequency and duration not provided). Peritoneal effluent fluid cultures and cell counts were obtained on (B)(6) 2019 (resulted (B)(6) 2019) and were positive for enterococcus faecalis, citrobacter freundii and many wbc¿s (12,703 mm3). The patient has since recovered and has reportedly continued with their pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.